Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) was inserted and the flow did not increase. The left ventricle (lv) started to decline and the right ventricle needed support. A centrimag right ventricular assist device (rvad) was put in place.